Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+bolus mode, to deliver fentanyl 10mcg/ml, with a 10mcg/hr continuous rate, a 10mcg bolus dose, a 10 minute patient lockout, a 6 bolus/hr limit and a 250ml container size. On (B)(6) 2009 at an unspecified time, the nurse expected the container to be empty; however, the amount remaining in the container was 37ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information including if the therapy was resumed using a replacement device was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 294 mg/dl, 294 mg/dl, 161 mg/dl, and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.